Event description:
It was reported that, previously, ¿several¿ pumps had stalled due to corrosion. It was indicated that these events had been previously reported. However, manufacturer report numbers could not be identified. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: neu_unknown_cath, lot# serial# unknown, product type: catheter. (B)(4).

Event description:
Additional information received reported patient names and serial numbers of the pumps involved were unknown. It was noted the information was already contained in ¿destructive analysis¿ and no further information was provided.